Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that the mr370 reusable humidification chamber was leaking water during patient use. There was no patient consequence.

Event description:
A healthcare facility in china reported that the mr370 reusable humidification chamber was leaking water during patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint mr370 reusable humidification chamber was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the mr370 reusable humidification chamber was leaking during use. It was also reported that replacing the seal ring stopped the reported leak. Conclusion: without the return of the complaint device, we are unable to determine the cause of the reported event. All mr370 chambers are visually inspected before leaving the production line and those that fail are rejected. The subject mr370 chamber would have met the required specification at the time of production. Our user instructions that accompany the mr370 reusable humidification chamber state the following: - "the following solutions should be avoided as they may cause the chamber to crack: ketones, formaldehyde, chlorinated hydrocarbons, hypochlorite, inorganic acids, aromatic hydrocarbons, phenol (>5%)" - "to prevent cracking, ensure that the water inlet port plug, and any other reusable components, are disconnected from the chamber before cleaning."